Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the via between the layers on the computer / analog (ca) board by the j1 battery connector had thermal damage and was open. The cause of the inability to power on is the damaged via. The root cause of the damaged via cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.